Event description:
(B)(4) clinical study. It was reported that a vessel dissection occurred. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed the same day. The target lesion was located in the right mid sfa with 100% stenosis and was 60 mm long with a proximal reference vessel diameter of 6.00 mm and distal vessel diameter of 6.00 mm and was classified as tasc ii b lesion. A a 6 mm x 100 mm charger otw balloon was passed through the target lesion and was inflated, post inflation a flow limiting dissection was noted. No action was taken. A 7 mm x 120 mm study stent was then placed. Post implantation of the study stent, post dilation was performed and there was a good angiographic result noted without flow limiting stenosis or dissection, residual stenosis was 0%.